Event description:
It was reported that the patient was feeling poor after turning off this right atrial lead. Boston scientific technical services stated to call the clinic to arrange an interrogation or programming. Additional information received that the patient was checked in the clinic where a lead fracture was confirmed. It was also noted that the patient experienced twiddlers syndrome and anxiety. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was feeling poor after turning off this right atrial lead. Boston scientific technical services (ts) stated to call the clinic to arrange an interrogation or programming. Additional information received that the patient was checked in the clinic where a lead fracture was confirmed. It was also noted that the patient experienced twiddlers syndrome and anxiety. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 330 mm from the terminal end. Analysis concluded that based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that the patient was feeling poor after turning off this right atrial lead. Boston scientific technical services (ts) stated to call the clinic to arrange an interrogation or programming. Additional information received that the patient was checked in the clinic where a lead fracture was confirmed. It was also noted that the patient experienced twiddlers syndrome and anxiety. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.